Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a hwbbt error icon was displayed on the receiver. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported error icon on the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it failed due to damaged usb pins from j3. The receiver failed to charge and reboot due to the damaged usb pins from j3. The receiver case was opened, the internal inspection passed. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. Confirmation of the allegation and the root cause could not be determined.